Event description:
On (B)(6), 2012 clinic notes from a vns treating neurologist were received by the manufacturer. Review of the clinic notes dated (B)(6), 2011 revealed that the patient had been experiencing an increase in seizures and felt that his magnet was not working correctly. The physician reported that the patient's battery needs to be replaced and there was some question to the vns functionality. The physician referred the patient for battery replacement. Clinic notes dated (B)(6), 2012 state that the patient had been experiencing infrequent seizures and the vns is having minimal effect on his seizures at this time. The physician further stated that the patient's seizure disorder is not completely well-controlled and they will increase his dose of keppra until the battery replacement surgery which he stated will definitely improve the patient's seizure frequency. Although surgery is likely, it has not yet occurred. A battery life calculation was performed with the programming history available which showed negative years until the elective replacement indicator (eri) is at yes. Additional information has been requested from the physician but no further information has been received to date.

Event description:
Additional information was received on (B)(6), 2012 when it was discovered that the vns patient underwent battery replacement on (B)(6), 2012 due to nearing end of service. The lead impedance after battery replacement was reported to be within normal limits. The explanted generator could not be returned to the manufacturer for product analysis as the hospital does not return explanted products.